Manufacturer narrative:
Analysis received the unit with no button response due to corroded keypad traces. There was no button error alarm noted. Analysis was unable to perform displacement, prime, basic occlusion, occlusion, and no delivery tests.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 309 mg/dl at the time of incident. The insulin pump will be returned for analysis.